Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry restarted intermittently. Upon functional testing, the fse checked the logfiles and found that the geo io box was restarting but no difference in the leds status can be seen on the module. To resolve the reported issue, the fse replaced the amc ecat drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's geometry restarts intermittently, which can impact movements. There was no reported patient or user harm. Philips has started an investigation of this complaint.